Event description:
An implant card reported that the patient had generator replacement on (B)(6) 2014 due to battery depletion. The explanted generator has not been received.

Manufacturer narrative:
.

Event description:
The physician indicated that she did not know whether or not the seizures are above the patient's pre-vns baseline. It was also reported that both of the patient's seizure types have increased.

Event description:
Clinic notes dated (B)(6) 2013, noted that the patient has been having frequency seizures. It was noted that the patient reports being under a lot of stress. The notes indicate that the patient has experienced three seizures in (B)(6) and that up until then the patient had been seizure free. It was noted that the patient had cut down his trileptal and admitted to not using the magnet when he has seizures. The physician changed the device off time from 1.1 mins to 0.8 mins. The physician advised the patient to increase his trileptal. Further follow-up revealed that the physician is unsure of the reason for the patient's recent increase in seizures, but it was noted that there has been an increase in stress, disease progression and concern that it is related to the vns approaching eos. The physician recommended generator replacement since a battery life calculation showed approximately 0.39 years until neos - yes. Device diagnostics were within normal limits (dcdc=2). It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. It was reported that the patient lost his job and insurance after the patient's appointment and that it is unknown if the patient's seizures have decreased after the increase in medication and setting adjustment. Attempts to obtain additional information have been unsuccessful to date.